Event description:
Additional information received reported that all of the products were replaced during the surgery. No malfunctions were seen intra-op. The patient was doing well. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient contacted a manufacturing representative (rep) to be present at an appointment on (B)(6) at the doctor¿s office. The cervical surgical paddle leads were not functioning and there was a concern of lead breakage or an impedance issue. A rep was going to do an impedance test and the patient would bring an x-ray. No patient symptoms reported. A rep met the patient and the cause of the event was not determined. The patient did not have 50% symptom relief. The x-ray showed no lead fracture, but the entire system would be replaced on (B)(6) 2015. The device was off at that time. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 399930, lot # v019908, implanted: (B)(6) 2008, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 399945, lot # v007940, implanted: (B)(6) 2008, product type lead; product ID 399945, lot # v007940, implanted: (B)(6) 2008, product type lead; product ID 399930, lot # v019908, implanted: (B)(6) 2008, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37712, serial # (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).